Manufacturer narrative:
This MDR report is part of the (B)(6), exemption number e2015055. Seventeen devices were received for evaluation; 16 events were confirmed during testing. Two devices were found to be affected by corrosion of internal components. Eleven devices were found to be affected by lack of lubrication. One device was found to be affected by shattered bearings. Two devices were found to be affected by lack of lubrication and corrosion. The reported event was not confirmed for 1 device; the device was found to be within specifications for the reported event. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 17 malfunction events, in which the device overheated. Fifteen reported events had no patient involvement; no patient impact. Two reported events had patient involvement with no patient impact.